Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 402 mg/dl at the time of call. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that they had low blood glucose of 45 mg/dl as well. The customer stated that they treated the low blood glucose with glucose paste. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.